Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was completely blank or black screen, and the remote support system (rss) was offline. The field service engineer (fse) tested the main station, which booted up properly. However, adding the auxiliary tower prevented startup, prompting the fse to disconnect it and test the tower separately, with the same results. After reseating cables on the communication sled, testing a new communication sled, and replacing original equipment, the issue persisted. The fse then replaced the power supply and continued testing. A possible bad connection in the main system was identified, leading to reseating all cables. While testing the tower, aux and main the fse found the tower has a failing latch mechanism. The engineer confirmed accessibility and function of the tower, auxiliary unit, and main system, including bus/cable connections and drawer/pocket functionality was perfect and customer verified the operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station screen was completely blank. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.